Event description:
It was reported by the affiliate that the (1) ems used during an unknown procedure. It was reported that the device jammed after feeding a few staples. The case completed with another instrument and there was no consequence to the pt.